Manufacturer narrative:
A medtronic representative went to the site to test the equipment. Replaced the atp board. The imaging system then passed the system checkout and was found to be fully functional. Issue resolved with part replacement. The device was returned to the manufacturer for analysis. The device was found to be fully functional with no problem found. The reported event could not be duplicated by medtronic personnel. (B)(4). This review was performed as a result of recent changes/improvements to the medtronic navigation, inc. Medical device report (MDR) review process and is for non-adverse event reportable malfunctions within the last two years where the reported malfunction was not previously associated with serious injuries. Similar malfunctions that had resulted in significant delays of surgery or required additional intervention had been reported as MDR serious injuries. Based on this 483 observation, the reporting determination has been revised to consider these malfunction events reportable. This process change resulted in an overall increase in the number of mdrs filed by medtronic navigation, inc., since april 2016. It should be noted that this increase is not the result of the discovery of new product problems, but rather the result of a broader interpretation and application of the regulations within our processes.

Event description:
A radiologic technologist (rt) from the site reported that, while in a procedure, they were unable to take 2d images with the imaging system. They did not believe that any lights on the pendent were on when experiencing this issue. They noticed a error which called out the image frame was low and system reboot was required. They did not reboot the system or perform and troubleshooting. They removed the system from the operating room (or) and were able to continue and complete the procedure using the site's second imaging system. This issue delayed surgery for 15 minutes with no clinical impact on the patient or unused exams. No additional patient information was provided.